Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported a patient was receiving pca continuous only; however, the customer suspects that the patient obtained the 4-digit code and was self-administering pca bolus doses. Stated they have reviewed the event logs and are unable to determine what occurred. The pca and pcu remain sequestered and the customer stated that he would contact carefusion if they want an event log review or device evaluation. No medical intervention or patient harm was reported. Although requested, no additional patient or event information was provided.